Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced epilepsy ("epilepsy"), vitamin d deficiency ("vitamin d deficiency"), amnesia ("memory loss"), alopecia ("hair loss") and tooth loss ("tooth loss"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, epilepsy, vitamin d deficiency, amnesia, alopecia and tooth loss outcome was unknown. The reporter considered alopecia, amnesia, epilepsy, medical device removal, tooth loss and vitamin d deficiency to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media : medical device removal, epilepsy, vitamin d deficiency and amnesia most recent follow-up information incorporated above includes: on (B)(6) 2020: social media report: reporter information and new event 'hair loss and tooth loss' were added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced epilepsy ("epilepsy") and vitamin d deficiency ("vitamin d deficiency"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, epilepsy and vitamin d deficiency outcome was unknown. The reporter considered epilepsy, medical device removal and vitamin d deficiency to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media : medical device removal, epilepsy and vitamin d deficiency. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Reporter's information added. Event: epilepsy and vitamin d deficiency were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted. In 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media: medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced epilepsy ("epilepsy"), vitamin d deficiency ("vitamin d deficiency"), amnesia ("memory loss"), alopecia ("hair loss"), tooth loss ("tooth loss"), night sweats ("night sweat"), migraine ("migraines"), headache ("headaches") and urinary incontinence ("leaky bladder") and underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal). At the time of the report, the outcomes for these events were unknown. The reporter considered alopecia, amnesia, epilepsy, headache, medical device removal, migraine, night sweats, tooth loss, urinary incontinence and vitamin d deficiency to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removed") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced epilepsy ("epilepsy"), vitamin d deficiency ("vitamin d deficiency"), amnesia ("memory loss"), alopecia ("hair loss"), tooth loss ("tooth loss"), night sweats ("night sweat"), migraine ("migraines"), headache ("headaches") and urinary incontinence ("leaky bladder") and underwent medical device removal (seriousness criteria medically important and intervention required). The patient was treated with surgery (essure removal). At the time of the report, the outcomes for these events were unknown. The reporter considered alopecia, amnesia, epilepsy, headache, medical device removal, migraine, night sweats, tooth loss, urinary incontinence and vitamin d deficiency to be related to essure administration. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: pif received. Reporter information, patient date of birth, product insertion date added. Annex f updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of pneumonia, seizures, endometriosis, smoker and hodgkin's lymphoma. The patient had a family history of cholecystectomy, colonoscopy, cancer, diabetes, hypertension and sleep apnea. Concurrent conditions were listed as sleep apnea, migraine, headache, epilepsy, depression, bronchitis, anxiety, pelvic pain female, dyspareunia and pelvic pain female. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2018, 3824 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced epilepsy ("epilepsy"), vitamin d deficiency ("vitamin d deficiency"), amnesia ("memory loss"), alopecia ("hair loss"), tooth loss ("tooth loss"), night sweats ("night sweat"), migraine ("migraines"), headache ("headaches") and urinary incontinence ("leaky bladder"). The patient was treated with surgery (davinci-assisted total laparoscopic hysterectomy, bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered alopecia, amnesia, epilepsy, headache, medical device removal, migraine, night sweats, tooth loss, urinary incontinence and vitamin d deficiency to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] on (B)(6) 2018: external genitalia reveals normal female genitalia without lesions or masses. Urethral meatus is clean. Urethra is normal. Bladder is normal. Stress urinary incontinence is absent. The vagina is estrogenized. There is good support without evidence of cystocele, rectocele, or enterocele. The cervix is parous in appearance and clean. The uterus is small, smooth, mobile, tender adnexa are small, nontender and mobile. Anus is normal. Normal anal sphincter tone. Perineal body is normal size. Rectovaginal examination confirms the above examination and there are no masses palpable on this examination [pathology test] on (B)(6) 2018: surgical (final result) specimen: uterus and bilateral fallopian tubes procedure: robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy final diagnosis: uterus and bilateral fallopian tubes, hysterectomy/bilateral salpingectomy: cervix: chronic cervicitis with associated reactive change. Mixed acute/chronic endocervicitis. Uterus: unremarkable stratum basalis endometrium. Fallopian tube, right: no pathologic abnormality. Fallopian tube, left: mild hydrosalpinx. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-nov-2023: medical record received. Lab data (surgical pathology report) added. Medical history, concomitant condition , reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced epilepsy ("epilepsy"), vitamin d deficiency ("vitamin d deficiency"), amnesia ("memory loss"), alopecia ("hair loss"), tooth loss ("tooth loss"), night sweats ("night sweat"), migraine ("migraines"), headache ("headaches") and urinary incontinence ("leaky bladder"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, epilepsy, vitamin d deficiency, amnesia, alopecia, tooth loss, night sweats, migraine, headache and urinary incontinence outcome was unknown. The reporter considered alopecia, amnesia, epilepsy, headache, medical device removal, migraine, night sweats, tooth loss, urinary incontinence and vitamin d deficiency to be related to essure. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New events added: night sweat, migraines, headaches. Reporter was added. On 23-mar-2020: new event "urinary incontinence" and new reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.